Event description:
The materials manager reported that during a right eye cataract procedure a corneal burn occurred while using a handpiece. An alarm sounded during the procedure indicating an occlusion was present; the instrument was tested again and passed the test. The procedure was attempted with the same instrument and the alarm sounded again. The handpiece was replaced and surgery was completed. Sutures were placed.

Manufacturer narrative:
As the customer did not identify the lot and/or serial number for the products used during the reported event, device history record (DHR) and lot history review could not be conducted. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).